Event description:
Reported that she experienced a hypo ((B)(6) 2013). At 10:30 am measured 21 mmol/l and corrected with 3 units of humalog plus one unit for a banana. She felt unwell at 13:30 and measured 7.2 mmol/l. She decided to walk to a sandwich shop and collapsed on the way. She was taken to the hospital and at 18:30 was tested (meter not specified) and read 12 mmol/l. She was provided foot at 18:45, the ibgstar read 20 mmol/l while the hospital's meter read 11 mmol/l. After eating the meal and prior to discharge, the ibgstar read 19 mmol/l and the hospital's meter read 12 mmol/l.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided. Insulin could have contributed to the patient's hypoglycemia.